Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product(s): product ID: 5554-53 lead, implanted: (B)(6) 2006. The initial reported event of infection was received on (B)(6) 2014. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 30-apr-2018. Information was subsequently received on 03-mar-2018 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. No further patient complications have been reported as a result of this event.